Event description:
Ventilator screen went completely white like it was shutting down on its own, then went back to running as before. Screen was white for about 45 seconds. Ventilator servo-n was removed from the patient at approx. 05:15 and sent to biomed via a work order completed by the supervisor on shift. Contact was made with the representative inquiring why this would occur. No patient harm. Clinical engineering has sequestered: had phone conference with getinge service tech; replaced cable, reloaded software. Unit passed all functional and safety tests to factory specifications, returned to service.